Event description:
It was reported that during laparoscopic sleeve gastrectomy procedure, the case went well. During the initial procedure, the surgeon performed a leak test and no leaks were present. About a week later, the patient presented with pain. It was noticed that there was a port site hernia at the jejunum. A CT scan was performed and it was noticed that there was a leak at the distal portion of the staple line. The surgeon stated that he thought the leak may have been caused by the back pressure from the port site hernia at the jejunum. A laparoscopic procedure was done to repair the leak, but it did not work. The patient is currently being monitored and a gastric tube was placed to relieve pressure from the herniated area. On what tissue type was the device used? Gastric tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? (B)(4). What color cartridge was being used? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? (B)(4). Were any unexpected noises heard? (B)(4). Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The rep stated that he had run into the surgeon and that is all the information that he could gather at that time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information has been requested, a supplemental report will be sent upon receipt of further detail.